Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. The device history record was reviewed and found to be complete and accurate. Actual broken device was provided to hollister. The examination of the returned device showed that the anchor fast strap latch hinged tab was subjected to a side load of sufficient strength capable of shearing it from the shuttle clamp; moreover, the side load introduced sufficient torque to initiate a fracture in the spline. The side load location, force and torque cannot be determined from the returned sample evaluation.

Event description:
It was reported that the anchor fast strap latch door broke off while being latched for the first time during application. The door fell into the patient's mouth and was retrieved by the clinician's fingers. There was no et tube migration or loss of airway. A new anchor fast device was applied without incident.